Manufacturer narrative:
Although the device history record (DHR) review could not be reviewed because the bath remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the customer indicated that the guider was used in a difficult case for treatment of venous sinus occlusion from long standing venous thrombosis. Additionally, the guide catheter had to cross a previously placed thrombosis stent which put a lot of stress on the catheter. It is possible that this may have caused the tip of the guider to catch on the stent and break off. An assignable cause of procedural factors has been assigned to the reported event guide catheter tip broken/fractured inside patient, since this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural and/or anatomical factors during use. The subject device is not available.

Event description:
It was reported that during treatment of venous sinus occlusion from long standing venous thrombosis, the physician was using the guide catheter (subject device) for revascularization with angioplasty stenting. The subject guide catheter had been pushed to cross the previously placed thrombosis stent and the subject guide catheter got stuck into the stent; therefore; the subject guide catheter soft tip broke off. There were no adverse consequences reported due to this event. No further information is available now.